Event description:
A patient sample with a previous blood type of group b rh negative is now reacting 2+ in the anti-d microwell. Previous testing performed in (B)(6) 2012 was negative in gel. Customer was not able to provide further historical information.customer performed additional testing with a competitor reagent and no reactivity was observed with their anti-d reagenta second sample was obtained and testing was repeated. Customer obtained the same results with the second sample.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There were no other complaints associated with this lot.(B)(4).